Event description:
Customer reported when inserting code key into device, the wrong code displayed. Code = 723 and display = 303. No treatment was received. A request was made for return product and replacement product was sent.